Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypotonia ("lost muscle tone"), migraine ("migraines"), inflammation ("inflammation of organs"), volvulus ("twisted intestine") and cyst ("cyst") and was found to have weight decreased ("lost over 40ibs in 2 months") and uterine cancer ("I had cancel cells at the time they took my uterus and cervix"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the genital haemorrhage, weight decreased, hypotonia, migraine, inflammation, volvulus, cyst and uterine cancer outcome was unknown. The reporter considered cyst, genital haemorrhage, hypotonia, inflammation, migraine, uterine cancer, volvulus and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- weight loss, hypotonia, genital hemorrhage, migraines , inflammation, volvulus, cyst, uterine cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received: additional reporter were added, additional events were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypotonia ("lost muscle tone"), migraine ("migraines"), inflammation ("inflammation of organs"), volvulus ("twisted intestine") and cyst ("cyst") and was found to have weight decreased ("lost over 40ibs in 2 months") and uterine cancer ("I had cancel cells at the time they took my uterus and cervix"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the genital haemorrhage, weight decreased, hypotonia, migraine, inflammation, volvulus, cyst and uterine cancer outcome was unknown. The reporter considered cyst, genital haemorrhage, hypotonia, inflammation, migraine, uterine cancer, volvulus and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- weight loss, hypotonia, genital hemorrhage, migraines , inflammation, volvulus, cyst, uterine cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.